Event description:
Caller reported a malfunction on the pump, which caused the customer's blood glucose level to exceed 500 mg/dl. The specific value was unknown, but the display showed "high." To address this, the customer performed a correction injection via multiple daily injections (mdi) and did not require assistance from a third party. Reportedly, customer reverted to a manual injections and a backup insulin pump for insulin therapy.